Event description:
As reported in june 2008, online edition of the european heart journal in "late and very late stent thrombosis following stent implantation in unprotected left main coronary artery: a multicentre registry: a patient presented with a 61% lvef and unstable angina. An unintended cypher stent was deployed in an unprotected left main coronary artery distal lesion using the crush technique. On 546 days after the procedure, the patient died. The event was adjudicated as a probable stent thrombosis, due to the absence of an autopsy or control angiography. The patient was not on dual antiplatelet therapy at the time of the event.

Manufacturer narrative:
This report is for an unknown cypher stent. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.